Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that return bin and drawer 4.2 pocket a1 failed to open. The field service engineer (fse) found drawer 4.2 was missing from the system. All connections were reseated, and the drawer controller, module controller, and retractor band were replaced. Despite these actions, the issue could not be corrected. The pockets were moved to another drawer to maintain functionality. Later, the entire drawer assembly was replaced, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had return bin and drawer failed and screen frozen when attempted to access the bin. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.